Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection e.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. Investigation summary: bd received 304 samples for investigation. The samples along with 100 retained samples were inspected, and no issues were identified. Functional tests were performed on 10 returned samples along with 10 retained samples. All tubes tested were found to be within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes exhibited low vacuum and slow fill. No adverse impact was reported regarding the patient or user.